Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was not expanded due to heavy calcification on the native valve. A post-implant balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon. After the balloon was inflated, a sudden pressure drop was noted. The patient became unstable and subsequently died during the procedure. The physician did not attribute the death to the device. No autopsy was performed.